Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since around (B)(6) 2020, it been taking them 8-9 hours to charge the ins despite having 6-8 coupling bars. The patient discussed with their doctor who told them the longer recharge time was due to the patient gaining weight. No symptoms were reported. The patient was redirected back to their doctor to assess this further.